Manufacturer narrative:
(B)(4). Date sent: 7/7/2023. D4: batch # unk. B3: only event year known: 2023. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post-op to the colon resection procedure there was an anastomotic leak. The surgeon is not blaming the device they are just seeing how they can minimize their anastomotic leaks. Stated that this has happened on several occasions. Condition of patient is unknown.

Manufacturer narrative:
(B)(4). Date sent: 7/19/2023. Additional information was requested, and the following was obtained: how was the integrity of the anastomosis checked intraoperatively? How many days postoperative did the leak occur? How was the leak identified? Was the site of the leak identified? If so, where and what was observed? Was it leaking through the staple line? Were there any malformed staples or missing staples identified? If so, please describe the shape and location. Were there any signs of tissue ischemia or necrosis? What was done in the reoperation? If an ostomy was created, is it temporary or permanent? What is the current status of the patient? Answer: I dont have any additional information to add. All of the questions have unknown answers. I was made aware of these leaks through the hospitals quality department. They are not blaming the cutters.